Event description:
It was reported that a patient has experienced a recurring hernia. Upon re-operation, it was determined by the surgeon that the mesh was torn down the middle. Follow-up information has been requested and no further information has been provided at this time.

Manufacturer narrative:
Date sent to the FDA: 07/27/2009 conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.